Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. No device history record (DHR) review was possible as the provided serial number ((B)(6)) does not appear to be a valid integra identification number. No other lot or serial number was provided during the complaint investigation. The reported complaint was confirmed as the unit failed multiple specific functional tests due to the deformed handle hole (caused by closing the base handle without the 6 inch transitional member installed), the missing 6 inch transitional member, and multiple worn out components. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit was closed without the cross member. There was no patient injury nor delay in surgery reported.